Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial#). Evaluation: the device and two battery packs were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing using the returned batteries and know good batteries without duplicating the report. The device log would not capture a no power up condition. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.